Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 found in the formatted history file due to force sensor zero off set out of specification. Unable to perform functional tests, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of critical pump error on the insulin pump. The customer's blood glucose reading was unknown. The customer received critical pump error when she went through her bolus rates. The customer also received pump error alarm. The customer will be sent a replacement pump. The insulin pump was returned for analysis.